Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he would have unexplained high blood glucose between 300 and 400 mg/dl. There was time when he changed out his infusion set and he was over 400 mg/dl, but it eventually went down. Customer stated he occasionally has lows, but he usually knows why. He also stated he is getting weak signal and lost sensor alarms. Customer declined speaking with help line. Nothing further reported.